Event description:
It was reported that during a colectomy the surgeon was using cdh31p for an end to end anastomosis during a lap lar procedure. Surgeon encountered bleeding for the anastomotic lip. The surgery was delayed 30 minutes. The bleeding was packed. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 3/12/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Cautery and pack. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Extended stay. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Ca rectum. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What is the nurses experience with the device? Surgeon handled the device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?- waited for 15 seconds before firing. No retighten done were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence?- audible feedback and green tick mark indicator was the green checkmark visible at the end of the firing?- yes how many counter-clockwise revolutions of the adjusting knob were used to open the device?: 2.5 was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed?-yes were the donuts inspected? If so, please describe.- yes, prominent proximal/distal donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. No. What was the total estimated blood loss (ml)?-75- 100 ml was a transfusion required? No. How was the bleeding addressed? Re suturing post procedure after 6 hrs when bleeding was observed. What was the pre and postoperative anti-coagulant and pain management protocol?- no anti coagulants. Normal analgesics. Was the bleeding intraluminal or extraluminal? Intraluminal. From the staple line what is the current patient status? Stable and discharged.